Event description:
A report was received that the patient was experiencing pain at the lead site. It was stated that it could be the anchor. The patient underwent a revision procedure wherein the physician opened the incision, pushed and re-anchored deeper. The patient was reportedly doing well postoperatively.